Manufacturer narrative:
The insulin pump was received with all operating currents within specification and it passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. All bolus programmed during testing were properly delivered and recorded at the bolus and daily totals history screens. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call, she was having issues with high blood glucose. Customer believes the issue is with the insulin pump. Customer's blood glucose had been 298 to 402 mg/dl. She treated her blood glucose of 402 mg/dl with 3 units of insulin and then with manual injections and in the morning she woke up it was 325 mg/dl. Customer declined troubleshooting as she was scheduled to perform troubleshooting with a nurse and will call back later. Customer called back and stated the nurse stated the device wasn't delivering the amount of insulin the device said it administered. The nurse programmed the device to administer 5 units of insulin and some insulin came out but nurse informed her, the amount of insulin delivered wasn't 5 units. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.